Manufacturer narrative:
Complaint conclusion: the sales rep was notified by the risk manager that during the removal of the avanti sheath at the end of the case, the hub broke off from the body of the sheath cannula, and the cannula of the sheath remained inside the patient. A surgical consult was performed stat and a small incision was made by a vascular surgeon to remove the remainder of the sheath. There was no additional injury to the patient. It was noted that there was no unusual pressure or hardship applied to the sheath during the removal attempt. Attempts to gather further information were unsuccessful. A non-sterile unit of avanti + 5f std w/gw was received inside of a plastic bag. A csi cannula was received in two pieces (hub broke off from the body of the sheath cannula). Dried blood residuals were observed on the hub. No damages were observed on cannula hub. Od/ID of brim cap was measured and the measurements were found within specification. No anomalies were found in the molding hub area. Device was inspected under vision system and body was observed separated from hub. The edges of the separation areas had elongations. Evidence of mechanical damage was observed on the surface surrounded from the body separation. Stretched/ pulled could be the cause of the separation observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The event reported by the costumer as ¿hemostasis valve/hub- separated-during use¿ was confirmed since the hub was received separated from the cannula. The exact cause of the body shaft separation from the hemostasis valve/hub condition could not be conclusively determined during the analysis. However, procedural factors (evidence of elongation and mechanical damage) may have contributed to the event as reported. According to the product instructions for use, users are told to remove the sheath when clinically indicated by placing compression on the vessel above the puncture site, and slowly withdraw the csi. Discard the sheath appropriately. The device history record review and the product analysis results do not suggest that this event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The gender of the patient is unknown. The device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
The sales rep was notified by the risk manager that the during the removal of the avanti sheath at the end of the case, the hub broke off from the body of the sheath cannula, and the cannula of the sheath remained inside the patient. A surgical consult was performed stat and a small incision was made by a vascular surgeon to remove the remainder of the sheath. There was no additional injury to the patient. It was noted that there was no unusual pressure or hardship applied to the sheath during the removal attempt.